Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime and filling anomaly. The customer stated that insulin was squirting out during the manual prime. The customer also reported that they had experienced blood glucose levels as high as 600 mg/dl. The customer treated the high blood glucose with a bolus from the insulin pump and manual injections. Troubleshooting was performed. An infusion set change resolved the issue. The customer had a recent blood glucose level of 467 mg/dl which they treated with manual injection. The device will not be returned for analysis.